Event description:
Pt having ercp. Trapodeiz basket was in use for stone removal. Basket broke in common bile duct and metal tip was removed. A second basket was used which broke and the basket metal tip was left in the duodenum.